Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted prophylactically with no known malfunctions, and the patient was in stable condition.

Manufacturer narrative:
The reported event of the prophylactically explanted device due to the header anomaly field concern was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes.